Manufacturer narrative:
(B)(4). Device evaluation is expected but not yet completed. Any results of evalution will be provided in a follow up medwatch.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3266ml. The largest prescribed fill volume was 2000ml. This event meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010 regarding the iipv found during evaluation. Per the nurse the patient never reported any symptoms of overfill. The patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.